Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ports and the hanger on the external pulse generator (epg) were damaged. The epg remains in use. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg had a broken connector. The epg is expected to be returned for service.